Event description:
During a low anterior resection procedure, the device only fired a few staples. The case was finished by manual suture. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.